Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm. On (B)(6) 2024, the patient woke up to her grandchild calling her and the only thing she could move was her eyes and her sugar "bottomed out" which resulted in a stroke and seizure. At the time of event, her grandchild called her mom to contact 911. The patient lost memory as to what happened during the event and on her way to the hospital as she was unconscious. She could not provide exact details of the event. She only remembers waking up screaming "leg hurts, leg hurts". She stated that they were "literally drilling on her bone leg since her veins were collapsing". That was the only thing she remembered as she passed out again. Additionally, the patient stated that her insulin pump kept providing insulin when it [presuming to mean the cgm] was reading 35-40 mg/dl (although these values are low for insulin treatment, this is what the patient reported). She stated the cgm stopped working (the wearable failed). The patient as in the hospital for more than 24 hours and recovered. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.